Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient experienced redness, swelling, pimples/bumps and an infection at the needle puncture site. The patient also had a fever, and an abscess had formed in the needle puncture wound. The patient was taken to the emergency room the same day. At the ER, the parent stated that topical antibiotic ointment triple m was given to the patient. The abscess was removed at the ER (unspecified how it was removed; however, it is presumed that incision and drainage was performed). Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).